Event description:
Two weeks prior, the ipg and lead wire were replaced. Since then, the pt experienced intermittent stimulation along with a loss of therapeutic effect. The patient felt the stimulation though the cycling was turned off. The pt was keeping a diary of when she felt stimulation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).